Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, pump brought up a 'program default' error and was beeping when tried to change the cartridge. It was reported that the internal battery may have died and the pump programming was reset. The patient was advised to make sure that the pump always have battery so that programming does not reset. It was also reported that the patient was not hooked to the pump; therefore, no missed doses and no patient harm. No reported adverse effects.